Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for evaluation

Event description:
(B) (4) peripheral cutting balloon registry. It was reported that in (B) (6) of 2005 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The de novo lesion was located distally below the knee. The lesion was mildly tortuous, without calcification, and had tight concentric stenosis. This lesion was 3mm in diameter and 15mm long with 80% stenosis before treatment. Post-treatment the stenosis was 0%. The patient had a follow up visit in (B) (6) of 2005. The target lesion was not patent. There was a below the knee amputation. The site could not be revascularized due to patient co-morbidities. Lack of patency resulted in amputation below the knee. The surgery was performed in (B) (6) of 2005. There was no further follow-up data provided.